Manufacturer narrative:
(B)(4).

Event description:
It was reported "a helium leak alarm occurred in the middle of the machine work after placement of the tube, counterpulsation was not possible, and the front of the balloon was found to be leaking after the balloon was withdrawn". Additional information states that the catheter was removed and replaced. The second catheter was placed into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Upon further review it was determined that this was a duplicate of 3010532612-2024-01116, thus, the initial MDR submitted on 12/23/2024 should be retracted.

Event description:
It was reported "a helium leak alarm occurred in the middle of the machine work after placement of the tube, counterpulsation was not possible, and the front of the balloon was found to be leaking after the balloon was withdrawn". Additional information states that the catheter was removed and replaced. The second catheter was placed into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".